Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the family member called to say that the patient's recharger gray-white line was cracked and the metal tip of the adapter fell off. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Troubleshooting was unknown. The product would be replaced. The issue resolved. No symptoms were reported.